Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 97713, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The manufacturer representative reported that x-ray shows that the lead had pulled down and into the ¿guter¿ or lateral area of the epidural space. It was reported that the patient started to have stimulation in side and made twitching in side. Impedance was checked and x-ray done. The representative was able to turn off the lead that had moved and get all the areas of pain covered with on lead that still was in place. The patient was reported happy after reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.